Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 511211 lead implanted unk. (B)(4).

Event description:
It was reported that the patient experienced tricuspid regurgitation due to the right ventricular lead. The lead was explanted, and while it was being removed, the right atrial lead came out as well. Both leads were replaced. No further patient complications have been reported as a result of this event.